Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-00655. The patient's (B)(6) therapy system included two lead extensions from the same lot and a surgical lead. It was reported the patient lost stimulation. An x-ray revealed that the pt's surgical lead was disconnected from the extensions. Surgical intervention was undertaken to address this matter, and it was found that a contact was lodged in each of the lead extension headers. As such, the physician elected to explant and replace the lead extensions. Following programming, adequate stimulation was achieved for the patient.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.